Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the nozzle unit in air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed on 8/11/2025, which is sooner then a year, or every 5000 hours of operation. Information provided by technician in communication box and by photo, confirmed that nozzle unit is physically damaged. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to physically damaged nozzle unit.

Event description:
It was reported that the ventilator had a continuous gas leak. There was no patient harm. Manufacturer's ref #: (B)(4).